Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6)) produced a clicking noise and the lcd remained blank was confirmed during the functional testing. The root cause of the reported complaint was a failed processor board. During functional testing, the autopulse platform generated continuous clicking noise and could not fully turn on or perform compressions due to the device being stuck in self-test, confirming the reported complaint. The archive data could not be downloaded because the device was not turned on completely. The processor board was replaced to address the reported complaint. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
The customer reported that when they powered on the autopulse platform (sn 36905), it produced a clicking noise, and the lcd remained blank. No further information was provided. Patient use information was requested, but no additional information was provided.